Event description:
The catheter tip broke off of the spinal injection system catheter during a cervical spine injection procedure. The catheter tip fragment remained in the pt's soft tissue/muscle approx 1 cm lateral to and outside of the spine as seen using fluoroscopy by the physician. The physician determined the fragment is not in a position that may cause sequelae and did not attempt to remove it. The procedure was completed using a standard needle. The pt was informed of the fragment. There were no reported pt neurological issues or adverse clinical sequela reported during or after the procedure. No further details were provided.

Manufacturer narrative:
Conclusions: device evaluated and failure could not be duplicated. MFR's device eval summary: the complaint device was evaluated. It was observed that a portion of the catheter tip had been broken off perpendicular to the axis of the catheter. Fluoroscopic images from the case were reviewed and it was observed that the catheter tip became detached after the device was advanced through tissue with the catheter residing outside of the needle. Devices from the same production lot as the complaint device were tested. The devices were advanced, with the catheters positioned outside of the needle, through a variety of materials, including silicone rubber, and mechanical loading conditions in order to simulate advancement in an overstress tissue model. The investigation did not result in duplicating the mode of failure in the returned device.